Event description:
Information received from a consumer patient receiving morphine 10mg/ml at 2.001mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient's pump started beeping last night ((B)(6) 2016). It was noted that the patient was due for a refill. No symptoms were reported. The patient contacted the pain clinic already and was waiting on a call back. The patient had trouble coordinating the refill appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.